Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating room for a routine change out due to normal elective removal indicator. Externalized conductors were observed on the right ventricular lead, so the lead was capped and replaced. The patient tolerated the procedure well, and left surgery in good condition.